Event description:
Customer reported that in pressure control mode, ventilator inspiratory pressure was rising above set target pressure during inspiratory phase of breath delivery. Ventilator pressure would reach the set high inspiratory pressure limit and alarm. The ventilator was being used for demonstration purposes and was not on a patient.